Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "not able to articulate the wrist fully." The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity test. There is no obvious damage to the conductor wires. The instrument will be transferred to engineering for further review. Initial failure analysis was confirmed as the instrument failed continuity test from one of the bipolar pins to one of the grips. The instrument was disassembled, and the conductor wire was cut near the wrist to isolate which part of the wire was causing the failure. While moving the conductor wire, it pulled out of where it connects to the grip within the yaw pulley. The conductor wire was no longer secured at the grip-crimp location which caused the failure and allowed the wire to be pulled out. The instrument was found to have thermal damage on the bipolar yaw pulley at the base of one of the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument stopped working unexpectedly. The surgeon noted they were not able to fully articulate the wrist and were having difficulty going in and out of the arms before the instrument was no longer recognized. The procedure was completed with no reported injury.